Event description:
It was reported by the customer that, the device misfired. The doctor had to open the patient to complete the procedure. No further information provided.

Manufacturer narrative:
Eval summary: the analysis results found that the atw45 device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.